Event description:
On (B)(6) 2019, a 30mm amplatzer patent foramen occluder (pfo) was prepared and selected according to the IFU. Using tee and fluoroscopy, the 30mm pfo was two discs of the device were deployed. The physician observed the left and right atrial disc was inflated/puffed up. The user resheathed the discs and after positioning and re-deploying the same result occurred. The device was removed from the patient and a new 25mm amplatzer pfo occluder was successfully implanted. The patient was reported stable.

Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. The occluder was able to re-conform to its proper conformation with light pressure applied to the edges of the discs, meeting functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deformation is under further investigation.